Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a procedure, the patient experienced a pericardial effusion. Toward the end of the case, a drop in blood pressure was noted. Intracardiac echocardiography confirmed the presence of a pericardial effusion. The patient was removed from the procedure room, and no medical interventions were performed at that time. Approximately 40 minutes later, the patient complained of chest and body pain. A transthoracic echocardiogram revealed a larger pericardial effusion. A pericardiocentesis was performed, and 250 ml of fluid was removed. The caller reported that the last known patient status was stable. It is unknown if the catheter will be returned for laboratory analysis.